Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the implantable cardiac monitor (icm) the patient experienced an infection and the site was not healing well. The device was explanted. No further patient complications have been reported as a result of this event.